Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 2 unopened pouches. Analysis and results: there are no previous complaints of this code batch. Manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock. Tightness test to the samples received has been performed and the units are tight. Tested the knot security control of the samples received and the results are into the current range for this thread and size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Remarks: as indicated in the instructions: for use of the product, adequate knot security requires the standard surgical technique of flat, square ties, with additional throws as indicated by surgical circumstances and the experience of the surgeon. Final conclusion: although the results of the samples received fulfill the OEM specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: germany. The knot is loosening / knots hold not good with this batch. All med watch submissions related to this report are: 3003639970-2018-00147, 3003639970-2018-00148, 3003639970-2018-00149, 3003639970-2018-00150, 3003639970-2018-00151, 3003639970-2018-00152, 3003639970-2018-00154.